Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during burring of the tibia in a cori assisted tka surgery, a "system time out. The drill has been deactivated." Message came up. Continue was pressed, but the same error message kept coming up. The procedure was resumed, without any delay, with a change in surgical technique by using manual instrumentation. No injury was reported as a result of this issue.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The bur stopped spinning during kpc testing. A case produced a system timeout/drill deactivated message. Disassembly revealed a broken spline shaft. Swapping the drill motor resolved the problem. The most likely cause of this event is a mechanical component failure. A complaint history review was performed by part number and similar complaints were identified. A review by serial was performed and similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.